Event description:
The indications for use were non-malignant pain and chronic low back pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter .

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The patient¿s pump did not stop the pain. The patient complained so much that they did an MRI and found out the catheter was kinked, plus ¿something was growing on the end.¿ they said that if they did not have it removed, they would become paralyzed. They operated. It was taken out. The pump was removed due to the catheter being kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.